Manufacturer narrative:
Date sent to FDA: 8/24/2017. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. On (B)(6) 2012, he underwent revision surgery to remove the mesh that had adhered to the abdominal wall and caused other complications. It was found that the area around the mesh, including abdominal wall, mesh graft was infected and there was granulation tissue around the mesh. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/8/2019.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.